Event description:
It was reported that a spectrum iq pump underinfused during therapy in the short stay unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Flow accuracy test results were found to be out of specification. Evaluation found a loose screw that was interfering with the movement of the camshaft, which caused damage to the camshaft, finger, and valves. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose screw. The camshaft, finger, and valves will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.